Event description:
Affiliate reports that leaking was noted from the drainage bag and the dr replaced it for the new one. Additional info from the affiliate explained that there was no adverse effect to the pt.

Manufacturer narrative:
It has been communicated by the affiliate that the device is not available for evaluation. Without the device and or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and or lot info does become available a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.